Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was confused around which longevity number was correct between the patient management database application and the programmer. Offered to transfer for further assistance but the contact ended the call. It was noted that the programmer had been updated with phase 1 of the longevity estimate software addressing certain implantable devices. No patient complications have been reported as a result of this event.